Event description:
A customer contacted beckman coulter, per doctor's request, regarding erroneously elevated wbc, rbc and hemoglobin (hgb) results from a single patient sample that was generated by the coulter ac t diff 2 instument. A heel stick sample of a new born patient was tested for wbc, rbc and hgb and the results were: wbc: 18.4 x 19 to the 3rd power cells/ul. Rbc: 4.87 x 10 to the 6th power cells/ul. Hgb: 16.5g/dl. The heel stick sample from this patient was also collected at the hospital's lab for wbc, rbc, and hgb and the results were: wbc: 11.2 x 10 to the 3rd power cells/ul. Rbc: 3.78 x 10 to the 6th power cells/ul. Hgb: 13.6g/dl. Doctor questioned the results generated by the coulter ac t diff 2 instrument and believed the results obtained at the hospital correlated with the patient's condition. There was no affect to patient as a result of this event.

Manufacturer narrative:
The erroneous result occurred in an open vial mode. Qc is run daily and was performed before the event. The sample was collected by a starstedt monovette cb 300 device and sampled from a 300ul monovette 300 container.the wbc and hgb results were printed with an "h" flag. Service summary (post event): a field service engineer (fse) was dispatched to the customer's lab on 07/20/2006. The fse replaced wbc mix check valves and adjusted wbc aim factor. The fse verified reproducibility and all results were within specifications. As of august 07, 2006, there have been no further issues of erroneous wbc, rbc and hgb results from this account. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.